Event description:
It was reported that the left ventricular (lv) lead was causing the patient to have diaphragmatic stimulation. In the course of removing the lv lead, the right ventricular (rv) lead was inadvertently cut. Both leads were removed, another pacing lead was implanted and a previously implanted tachy lead was reused. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.